Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "the nurse could not clear 'air in line alarm' despite no actual air in line; no air was in the new pump. A complete tubing change was done; the rate was changed 5 different times to see if different infusion rates would make a difference. There was no change the pump still gave an "air in line" alarm and would not infuse. For the entire time it took to do this troubleshooting, there were 2 rns taking valuable time (away from other patients) to try to solve the issue. The entire transfusion had to be given in 'prime' setting; otherwise the patient would not have received the transfusion. This required the rn to stay at the bedside during the entire transfusion to monitor the patient. At this point, there were only 2 decisions that were available: to use the "prime setting" or not give the transfusion at all to the patient. The nurse felt that using the "prime setting" to administer a necessary infusion is unsafe and unnecessary. An additional concern of the staff is that some of the blood product(s) are needing to be wasted during the tubing changes or priming while troubleshooting to self-correct the issue. Note: the IV pump was not removed from service, the serial number was not provided to me or biomed so we cannot look into this pump or send it back, and the tubing was not saved or sent to biomed. This report is being filed for informational purposes. Delay in therapy: yes. Need for medical intervention: yes. Patient involvement: yes. Death / serious injury: no." Additional information received on 05-jan-2015: "kindly acknowledge no patient involvement or harm was caused as a result of this complaint. - as far as I am aware, there was no harm to the patient please provide the serial number of the pump which was used during this event. - I was able to identify the serial numbers of the pumps that were used. The nurse tried two separate pumps during the trouble shooting and had the same issues. (B)(4). I have included the event /alarm report for the shift during the transfusion occurred. What type of set was used (appears on top of the blister, (B)(4)? I don't have the lot number, but it was the blood tubing as this was a blood product. Please provide the set lot number - I don't have the set number, but it was the blood tubing as this was a blood product. Can the customer provide the exact 'fresh frozen plasma' percentage in the solution? No. Please provide as much information on the ingredients of the plasma solution. I do not have this information and unable to supply this." Additional information received on 06-jan-2015: "pump was not secured with serial number so unfortunately won't be sent in."